Event description:
Customer reported to beckman coulter, inc. (Bec) they noticed the bottoms of the cassettes of the unicel dxh 800 coulter cellular analysis system were wet. Customer reported that the nrbc (nucleated red blood cell) chamber and the amtc (air mix and temperature control) chamber were overflowing. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a leak at the nrbc chamber. The fse found cellular debris in the nrbc, differential and reticulocyte mixing chambers. The fse remove the cellular debris from each chamber and resolved the issue.

Manufacturer narrative:
Evaluation results: "nucleared" red blood cell chamber. (B)(4).